Event description:
A malfunction on the pump was reported, identified by the caller through a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue without recurrence, allowing the customer to continue using the device. The customer was advised to contact support again if the issue reoccurs and expressed understanding of the guidance received.